Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: a 57 year old female with an acute myocardial infarction and cardiogenic shock, consistent with scai shock stage e, presented to the emergency department on 3/15 where she experienced cardiac arrest, achieved rosc, and was transported to the cardiac catheterization lab (ccl) for placement of an impella cp. Following support initiation, she was transferred to the ICU, where the care team elected to return the patient to the ccl for va ECMO cannulation. After initiation of va ECMO and return to the ICU, at approximately 1:00 am, the patient was noted to have no flow to the limb and a gray/dusky discoloration was observed. The physician returned to the bedside and elected to remove the impella cp. The reported ischemia may be influenced by patient specific factors such the scai stage e, underlying critical illness, and hemodynamic instability the patient experienced limb ischemia attributable to the impella cp during critical cardiogenic shock management, which resolved promptly after device removal. No further device related intervention was required, and the event did not result in known long-term sequelae.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.